Event description:
It was reported when the patient was trying to charge she only had ¿3 statues on the top ¿ the speaker, the battery indicator for the implantable neurostimulator recharger (insr) and the plug in.¿ it was noted after the patient unplugged the insr from the wall she only saw ¿2 status ¿ the insr battery level and the speaker and did not see the status of the implantable neurostimulator (ins).¿ it was stated the last time the patient charged ¿she did not see the coupling bars,¿ but at time of report she pressed the start charge button and saw ¿the ins with the water droplets indicating ins was fully charged.¿ it was further reported the patient did not feel stimulation and had not since sometime a week prior to report. It was noted the insr was reset, but this did not help and the ins status still did not display. It was stated patient last fully charged on (B)(6) 2013, but then stated she was able to charge to ¾ and it took several times to make the connection. It was further reported the patient fell on (B)(6) 2013 and had a bloody nose and was on blood thinners. It was further stated the patient fell off the toilet on (B)(6) 2013 because she was sleep walking and did not know she was on the toilet until she fell off. It was noted this occurred again on (B)(6) 2013. It was noted patient did not go to the hospital because she was embarrassed. It was further noted the patient did not turn off stimulation, but she had had the ins get too low and turn itself off a while ago.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, serial# unknown, product type: unknown. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).